Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded high out of range shocking impedance for the right ventricular (rv) lead. Technical services (ts) assessment was requested. Ts discussed shock impedance has been increasing gradually over the previous year, reaching a maximum of 136 ohms, which is high out of range. Potential causes for the high impedance observation were provided and lead evaluation was recommended. The lead remains in service. No adverse patient effects were reported. Additional information: numerous attempts were made to obtain additional details regarding this event; however, no further information from the field was provided. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded high out of range shocking impedance for the right ventricular (rv) lead. Technical services (ts) assessment was requested. Ts discussed shock impedance has been increasing gradually over the previous year, reaching a maximum of 136 ohms, which is high out of range. Potential causes for the high impedance observation were provided and lead evaluation was recommended. The lead remains in service. No adverse patient effects were reported.